Event description:
It was reported that during the implant procedure, the hv coil impedance was >200. Impedance was measured with the analyzer and was 463 ohms. The lead was removed from the device, ends cleaned and reconnected with the same high impedance. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found, however there was blood/body fluid present in/on helix/lobe mechanism (sleeve head) and in/on helix/lobe mechanism noted.